Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 200 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the test passed. Performed a high pressure test and the insulin pump failed the test. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.